Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 experienced repeated failures due to a legacy full height drawer malfunction caused by contamination on the flex cable. The field service engineer (fse) cleaned the drawer flex cable and verified the functionality. The system functioned as intended after the field service engineer (fse) had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Customer reported a failed storage space/cubie within the drawer, noting that medications cenobamate and diazepam were stored in the same drawer. The issue suggests that the drawer or cubie is malfunctioning, and the medications may currently be inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.